Event description:
Arjo was notified about an incident involving the maxi 500 floor lift and arjo toilet loop sling (model number: thy-m-33). It was reported that a patient was transferred from a bed to a toilet. When caregivers went to lift the patient back up in the lift after toileting, the patient slipped out of the sling and fell to the floor. No injury occurred, neither medical intervention was needed.

Manufacturer narrative:
Arjo was notified about an incident involving the maxi 500 floor lift and arjo toilet loop sling (model number: thy-m-33). It was reported that a patient was transferred from a bed to a toilet. When caregivers went to lift the patient back up in the lift after toileting, the patient slipped out of the sling and fell to the floor. No injury occurred, neither medical intervention was needed. After the event, the lift and the sling were evaluated by an arjo representative. Arjo representative was informed that the caregivers attached the shoulder loops of the sling on the lift spreader bar but they did not apply the leg loops of the sling to the device. The visual inspection of the maxi 500 showed that device was operating correctly - no lift malfunction was found which might lead to loop detachment. The loop sling was also in a good condition - there were no signs of fraying, tearing, or other damage. During the visit, arjo representative educated the customer¿s staff on proper use of a toileting sling. The instructions for use for the toilet slings (document number: (B)(4)) in section ¿loop attachment & detachment¿ instructs: ¿first attach the shoulder loops, then attach the leg loops¿. The document also warns: ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process¿. To sum up, while the event occurred arjo floor lift and toileting loop sling were used as a system for a resident¿s hygiene when the resident fell out of the device. No technical malfunction of the device or sling was detected that could have caused or contributed to an adverse event. However, due to use error, the system failed to meet its performance specification as the leg sling loops were not applied to the spreader bar resulting in the resident¿s slipping out of the sling.